Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the electrical components inside the device were damaged and would not function. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be immersion while cleaning (user error/ misuse/ abuse). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. The event was not reported to have occurred during surgery. There was no information regarding if there were any delays in a surgical procedure or if a spare device was available. There were no injuries or medical intervention reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.